Event description:
A left atrial appendage (laa) closure procedure was being performed. A transseptal puncture (tsp) was being performed using an nrg (rf) needle. Transseptal position was aimed in the inferior/posterior and tenting to the posterior/mid was confirmed. When the rf needle was inserted, it slipped upward, and the position shifted (deviating in the direction of superior outside fossa and it is possible that an unintended location was mechanically punctured). Adjustment was performed again downward, and energization was performed in the mid position, but the needle did not come off (got stuck due to the patient anatomy), so energization was performed again. A watchman fxd curve access system (was) was advanced and it was deployed and recaptured twice. Thus, the watchan was removed so that a new transseptal with the same nrg rf needle could be performed. Upon removal of the devices, a dissection was observed. It was confirmed that there was a puncture hole in the atrial septum secundum, and the dissection of the septum extended from the puncture hole in the atrial septum secundum in a cephalic and dorsal direction. There was no accumulation of pericardial effusion. The procedure was cancelled. The physician believes the dissection occurred from the rf needle. No intervention was needed. The patient's is in good condition. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.